Event description:
Pump exhibited a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who guided them through a series of troubleshooting steps, including removing and inspecting the cartridge and ensuring proper attachment. After cleaning the necessary areas and following on-screen instructions, the customer successfully loaded the cartridge and resumed insulin delivery.